Event description:
(B) (4). It was reported that 182 days following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure was treating in-stent restenosis of another manufacturer's stent placed in the proximal right coronary artery (rca). This stent was placed in 2007 and had become 75% restenosed. The restenosis was treated with pre-dilation and the placement of a taxus express2 stent. 182 days post stent placement, the rca lesion was found to have become 75% restenosed again. 206 days post stent placement, the restenosis was treated with pre-dilation and the placement of another manufacturer's stent.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device not returned for analysis.